Event description:
Patient reported right side rupture. The device has been explanted.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening curved on radius. A visual and microscopic analysis was performed which identified: striated opening on radius, stress marks and creases fold. Based on the device analysis the final assessment is: -a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device has been explanted.